Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the touch screen failed on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the touch screen failed on a trilogy evo device. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation, the third party service center was unable to reproduce the touch screen failure. The device passed all testing. In addition to the above findings, it was also determined that the device blower assembly, muffler assembly and blower mount needs to be replaced due to contamination by dust and bodily fluids.